Event description:
Procedure: lobectomy. According to the reporter: on the second squeeze, the handle became stiff and would not fire any more. Then the jaws would not open. The instrument was resected with a new stapler. Pt status reported as ok.